Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter hub had a crack in it. The following information was provided by the initial reporter, translated from portuguese: "catheter has a crack in the hub."

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 3818214 and lot number 3136065. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) sample was received in a sealed package. Through visual analysis, no defects were identified with the returned sample. Based on the investigation results, we were unable to identify the reported issue and an exact cause could not be determined. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.